Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection found a crack in the female luer wall. No tool marks or signs of over torque were observed. Functional testing was performed; the set leaked from the crack. The root cause of the leak is a crack on the female luer. The probable cause of the crack is a combination of material degradation during the supplier process and manufacturing factors.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tubing leak during chemo administration. Chemo found on the patients skin. No report of patient harm.